Event description:
It was reported that the handpiece began overheating. There was no reported pt or user injury, and the case was completed successfully.

Manufacturer narrative:
The handpiece has been received at the manufacturer for investigation. An evaluation was conducted and the complaint was confirmed. According to the investigation details, corrosion and debris build up were found throughout the device. The bearings, front housing, and other components were replaced.